Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device found out of specification in relation to reported symptom which was not reproduced but was confirmed through the history log. The device was calibrated to ensure accurate occlusion detection.